Manufacturer narrative:
During inspection and testing, the forceps cover glue was peeling and cracked due to a shock caused by dropping and knocking the scope against a hard surface or object. In addition, the biopsy channel was leaking, there was a crack in the bending section adhesive, and the biopsy channel had internal tear marks and was leaking. Service confirmed the customer's complaint of shadowing on the ultrasound image and found it was due to multiple broken elements. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was shadowing on the ultrasound image during an endoscopic ultrasound procedure. The intended procedure was completed using another endoscope. There was approximately a 5-minute delay when changing the endoscopes. There was no patient or user injury reported due to the event. The scope was returned to an olympus service center for evaluation. During inspection and testing, the adhesive was found to be peeling from the distal end/forceps cover. This report is being submitted for the malfunction found during evaluation (adhesive peeling from distal end/forceps cover).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the forceps cover glue being peeled and cracked could not be determined at this time. Olympus will continue to monitor field performance for this device.